Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarm level was not to standard. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h10. H10: the device was received for evaluation. During functional testing, the reported 'alarm level not to standard' was confirmed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a loose rear speaker. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.